Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported clinic visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that during the night, the pod ran out of insulin. The patient's blood glucose reached 480mg/dl. He was seen at an urgent care clinic and treated for diabetic ketoacidosis (no further details provided). The mother stated that this was user error, as the pod did not malfunction but the patient ran out of insulin without prompting anyone of the situation. A prescription of insulin was also provided, as he was out at home. While being seen in clinic, it was noted that the blood glucose meter on the pdm was reading 50 points off. However, freestyle lite test strips were being used instead of the approved freestyle test strips. The mother is going to call the patient's physician for the correct test strips.